Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 293 mg/dl at the time of the call. The customer stated that they changed the reservoir but the issue was not resolved. The customer was unable to determine the cause of the problem. The customer will send their reservoir back for analysis.